Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer stated that when he connects another module to the 8100 it will not light up the other unit when sandwiched. Case resolution: I explain to the customer that he would need to replace the motor control board. The customer said ok that he would and if he runs into any more problems he would call back. (B)(4).